Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken off reservoir tube lip. Unable to perform displacement test due to no button response. Unit was received with minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked case at reservoir tube window corner, cracked reservoir tube, and missing reservoir tube o-ring. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the top of the insulin pump's reservoir compartment fell off. Customer's blood glucose level was 7.5 mmol/l. The reservoir compartment had a crack. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.